Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's high blood glucose levels. The mother states the customer had air bubbles in reservoir and set issues. The customer's blood glucose level at the time of incident was 407mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer states the cannula was bent. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.